Event description:
The event involved a tego connector and was connected to a fmc machine cassette and catheter medcomp titan and glide path bard. The customer reported that air was detected in the arterial bloodline. The issue occurred 3 hours after dialysis treatment. There was no medication involved. There was patient involvement but no patient harm was reported as a consequence of this event. This is report captures 1 of 2 events.

Manufacturer narrative:
The device is expected to be returned for evaluation. However; it is yet to be receive.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing two d1000 packaged products in their unit packages and those inside a polybag. The photo did not show any defect or anomalies. No device history review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.e1 facility and address correction.